Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported leak was due to the reported cracked. However, a cause for how the flush port cracked cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N//a

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5, 4 leaflet pathology, with a gap, and enlarged atrium. A triclip xtw (50213r2040) was inserted and deployed on the tricuspid valve. However, difficulties visualizing the clip occurred and post deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). While inserting a second clip, a triclip xtw (50213r2039) into the steerable guide catheter (sgc), a crack in the flush port of the clip introducer and a leak was observed. Therefore, the clip was not used and was replaced. Two clips were then deployed on the tricuspid valve, reducing the tr to a grade of 3. There was no clinically significant delay in the procedure.